Manufacturer narrative:
Block h6: imdrf code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was being prepared for use in the esophagus during a gastroscopy procedure to be performed on (B)(6) 2023. During preparation, the balloon was leaking liquid through a small hole when it was tested prior to the procedure. A photo was provided by the customer and shows the device partially inflated outside the patient with a leak coming from a pinhole in the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.